Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was patient called and said they cant communicate with implant to get into MRI safe mode, which just started happening today. The MRI technician then came on with the patients speakerphone, and said if we lose connection to just call the patients phone number back. Pt said they charged ins last night. Pt already tried resetting controller which didn't resolve. Reviewed that MRI technician can call nas if they need a rep to come out. Additional information was received from the patient (pt). Pt reports the cause of the issue was that they didn't know they had to use the paddle to get control to turn off MRI. Pt reports the actions/interventions to resolve the issue was that now they always take the paddle and controller with them for any MRI or CT scans. Pt reports they won't know if the issue is resolved until they go back on the 1st and 8th of may. Patient (pt) reports that they are having surgery on july 14th on their back and the doctor will remove it. Patient (pt) clarified that the surgery on july 14th was to remove the spinal cord stimulator (scs) device. Pt stated that starting this year, the device started to not work. Pt added that sometimes it would work and sometimes it wouldn¿t.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.